Event description:
During routine testing, the user found that the defibrillator would not fully charge. There was no pt harm involved. Tests disclosed that the cause of the failure was a worn connector (j2) on assembly 590112. Although the specific cause of the connector failure could not be determined, the failure of a 16 yr old connector is believed to a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.